Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance 3 times in 2 weeks due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer stated that after they bolus for meals, the pump gives them a max bolus of 21 units. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the call got disconnected and the customer could not be reached back. The insulin pump will not be returned for analysis.